Event description:
It was reported that the balloon became stuck with the guidewire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt of the upper arm. A 6.0mm x 100mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the device became stuck with the guidewire. The catheter and the guidewire were removed separately, and the procedure was completed with another of same device. There were no patient complications as a result of this event.